Manufacturer narrative:
A broken reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk.

Event description:
Customer reported his insulin pump alarmed during priming. Customer's blood glucose is 253 mg/dl. The device was not bumped or dropped before the alarm. The drive support cap appears normal. Customer stated the alarm occurred after he touched the drive support cap. He was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).